Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. A measurement system lock-up error ca using false elective replacement indicator (eri). Reset successfully cleared the lock-up condition.

Event description:
It was reported that on interrogation there was a recommended replacement time (rrt) message and no voltage was available. It was determined that the device had experienced a measurement lock-up. The software unlocked it and the settings were reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.